Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient experienced a background noise and from then on she was no longer able to hear with her device. After that the patient refused to wear her speech processor. Testing confirmed that the device has malfunctioned.